Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. The ccnexfin standard system was also submitted and the MDR number is 2015691-2016-02904.

Event description:
It was reported that while the ccnexfin standard system monitor was in use, that the data displayed ¿incorrectly.¿ the edwards sales representative reported that upon investigation of the device there was an alarm that displayed. When attempting to zero the hrs sensor, there was a fault displayed of ¿hrs zeroing failed¿ error message. The hrs sensor was noted to be broken. The patient was not treated with the ¿incorrect¿ values. There was no allegation of patient injury.

Manufacturer narrative:
The device was expected to be returned for evaluation; however, new information was received that the device is not available for evaluation. The serial/lot number of the hrs was not provided therefore a review of the device history record was unable to be performed. Without return of the device, the customer's allegation is unable to be confirmed or negated. It is unknown whether user or procedural factors may have contributed to the customer's experience. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient's clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the user on these above stated factors that can lead to inaccurate values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.